Event description:
Additional information has been received stating sudden development of shadows in vision 3-4 days before christmas accompanied by floaters and flashes along with pigment in vitreous. It was also reported that the patient had started to notice a dark area in the upper portion of the right eye. The patient consulted a doctor and was treated for a unspecified eye infection.

Manufacturer narrative:
Additional information provided in b.5., b.6., b.7., and h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The microstent remains in-situ and is not available for evaluation. The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. The surgeon reported that they did not feel that the adverse event was related to the device. Retinal detachment, iritis, blurred vision and secondary surgical intervention are all listed in the device labeling as potential postoperative adverse events. The manufacturer internal reference number is: (B)(4).

Event description:
The patient underwent uncomplicated cataract surgery with microstent implantation on (B)(6) 2022 in the right eye. Post implantation it was observed the device inlet was implanted at approximately 20% rather than the desired 50% with mild tilt of the device. The surgeon noted no clinical issues and patient¿s iop was normal. Over the postoperative course through 30 aug 2022 the iop elevation was controlled. On (B)(6)2022, the patient was symptomatic for decreased vision and diagnosed with a sudden onset serous retinal detachment and iritis. On (B)(6) 2023, the patient received argon laser treatment given concerns of a possible cleft. The patient was also referred to retina service and underwent retinal detachment repair with air fluid exchange on (B)(6)2023 and is now healing post rd repair.